Event description:
Stryker pi drill became hot and started rattling according to the surgeon. Scrub nurse could not remove the drill tip attachment. Drill was removed and replaced with core instrument. Allon made aware. No tissue trauma to patient noted by surgeon. Manufacturer response for pi drill and attachment, (brand not provided) (per site reporter). Unknown.